Event description:
It was reported that a routine follow-up appointment, the physician observed potential over-sensed sense node b artifacts from this subcutaneous implantable cardioverter defibrillator (s-ICD) that were reproducible in the primary sensing vector. There was no evidence of inappropriate therapy. Due to the patient's wife's nervousness, the patient is not enrolled in remote monitoring. The physician elected to reprogram the device to the secondary sensing vector to resolve the event. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.